Manufacturer narrative:
Investigation is still pending, a follow up MDR will be submitted to include the investigation conclusions.

Event description:
Complaint form- only info thus far is that ¿stent failed to deploy¿. I am awaiting further info from staff/dr. Faulty stent - specific details of discrepancy requested. Updated as per rep's email received on 30/9/2024. I was able to dig into this incident some more on friday last week. The problem was that they were unable to get the wire out of the zip port on the catheter. After a lot of trying and re-trying, the wire came through but caused the flexor catheter to separate from the hypotube section. They tried to deploy, but the device didn't work. Both medical and nursing staff have plenty of experience with evo-b, and this is the only device they use at both (B)(6) hospital. Physician advised me that despite this incident, he remains committed to evo-b as his preferred sems. I advised him that a refund for the complaint item has already been processed. I have booked education for medical on (B)(6) 2024) and nursing staff at rdh and dph on (B)(6) 2024). Reply from the rep was received on 30/9/2024. 1. At what stage of the procedure did the complaint occur? When unpacking or preparing the evolution, while inserting the evolution in the patient, during stent placement, while removing the introducer, or during stent repositioning/removal. 2. What endoscope type and channel size was used? Occurred when trying to load the stent onto the wireguide. Olympus 190 series duodenoscope. 4.2mm channel. 3. What was the position of the elevator? 4. Details of the wire guide used (diameter, type, make)? Elevator position n/a. Awg2-35-260 wire. 5. Was the zip port facing upwards and slightly curved when backloading the wire guide? Yes. 6. Did any part of the stent contact the patient¿s anatomy when the complaint occurred? N/a. 7. Please advise the anatomical location of the intended target site. Distal cbd. 8. How long was the stent in the patient by the time this complaint occurred? Stent was not deployed into the patient. 9. For devices where the IFU states for longer term patency has not been established, was periodic evaluation completed? N/a. 10. If yes, how often was this completed? 11. Did the patient require any additional procedures as a result of this event? No. 12. What intervention (if any) was required? Another evo-b stent was used successfully to stent the distal cbd. 13. Was the secondary intervention performed during the same procedure as the device failure or was it scheduled for another day? Same procedure. 14. Were any other defects (other than the complaint issue) observed on the device prior to return (e.g. Kink)? No. 15. If yes, please specify what was observed and where on the device it was observed. Stricture information: 1. What was the length and diameter of the stricture? Short (<2cm) distal cbd stricture, I do not know the diameter of the stricture. 2. Where was the stricture located in the body? Distal cbd. 3. Was there resistance felt passing wire guide through stricture? N/a. 4. Was there resistance felt passing the evolution through stricture? N/a. 5. Was the stricture dilated before stent placement? Questions related to during insertion into patient: 1. Was the product inspected for kinks or damage before use? N/a. 2. Was resistance felt during insertion into patient? N/a. 3. If yes, at what point? Questions related to during stent placement: 1. Did the product fail during stent deployment or recapture? Other. 2. If other, please specify - they were unable to get the wire through the zip port. 3. Was the directional button pressed during use? N/a. 4. Was any part of the stent observed in contact with the patient¿s anatomy at the time of failure? No. 5. Was the yellow marker kept in view during deployment? N/a. 6. Are images of the device or procedure available? No.

Manufacturer narrative:
Device evaluation the evo-fc-10-11-4-b device of lot number c1983946 involved in this complaint was not returned for evaluation. With the information provided, a document-based investigation was conducted. Manufacturing records review: prior to distribution all devices are subjected to a visual inspection and functional inspection to ensure device integrity. A review of the manufacturing records did not reveal any discrepancies that could have contributed to this complaint issue. Historical data review: the review of the relevant manufacturing records confirms the failure mode has not previously occurred for this work order. Instructions for use and/label review: it should be noted that the instructions for use (ifu0062) states the following: ¿remove stent delivery system from package and backload device over a prepositioned wire guide, ensuring the wire guide exits catheter at zip port¿. The positioning of the zip port when loading the wire guide is a suggested technique, it is not specifically called out in the IFU therefore this cannot be considered use error however the product manager has been notified of this occurrence for awareness of this issue and requested to consider re-training at the facility. There is no evidence to suggest that the customer did not follow the instructions for use. Image review: an image was not returned for evaluation. Root cause analysis: a definitive root cause could not be determined. A possible root cause could be attributed to user technique. It is possible that the introducer became damaged when attempting to load the device over the wire guide as from the customer testimony it is known that several attempts were required to get the wire guide to exit the catheter at the zip port. The customer proceeded to use the device and advanced to the target location but was unable to deploy the stent. It is possible that the force from attempted deployment caused further damage to the introducer and as a result the stent could not be deployed. However, as the device was not returned for evaluation, the cause of this complaint could not be conclusively determined. Confirmation of complaint: the complaint is confirmed based on customer and/or rep testimony. Confirmed quantity of 01 x used device. Corrective action/correction complaints of this nature will continue to be monitored for similar events. Summary of investigation according to the initial reporter, the patient did not experience any adverse effects due to this occurrence.

Event description:
A supplemental report is being submitted due to the completion of the investigation on 13-nov-2024. Confirmation received on 16-oct-2024 that "the customer was unsure of when the damage occurred. They wouldn¿t have put an visibly damaged item into the scope, but their belief was that the damage had probably been done in their attempts to load the wire, but became obvious when they tried to deploy."